Event description:
It was reported that during surgery the reamer shaft broke while reaming the tibial canal for a nail. Nothing got into the patient and all pieces were recovered. There was no substantial delay to the procedure. A s+n back up was available.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The flex shaft fractured at the first flex joint closet to the chuck end of the device, rendering the device inoperable. The batch information was not legible on the device due to wear. The device shows signs of extensive wear / usage. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.